Event description:
On 12/18/2023, infutronix received a report that a pump might have a flow rate issue , causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
Hold for kh 01/09a review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except the one complaint which prompted the filing of this MDR.device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/16/2024 and tested on 2/2/2024. This complaint has been reviewed and evaluated and determined to be included in CAPA #it2022-06. Pump complaint code states, "3fri2: flow rate issue - infused faster than expected but flow rate accuracy is unknown", so the pump was tested with the protocol for infusion flow rate accuracy according to the nimbus ii series complaint investigation process document # (B)(4). The initial bottle weight was recorded as 34.488 g. The final bottle weight was recorded as 135.657 g after the 100ml infusion. The deviation was recorded as 1.01 % which is in spec. The test was completed using an hs-008 set with lot #2305022 and expiration date 4/14/2026. All weights were recorded on an and fx-500i scale with control #itv-eq-027, serial # (B)(6), and calibration date 3/30/2023 device performing to specification, reported issue not found, will be pushed to CAPA for further investigation.